Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient had hypoglycemia with a blood glucose result of 115 mg/dl at 7:30 p.m. On the nano system. The patient was thirsty and "somewhat" confused. The patient was treated with juice by his daughter and started to feel better. The patient went to a scheduled doctor's appointment 20 minutes later. The blood glucose result on the doctor's meter was 38 mg/dl. The patient was treated with a glucagon injection by the doctor and felt better. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.